Manufacturer narrative:
Investigation results visual investigation: the investigator made a visual inspection of the blisters and the sealing foil. The secondary sealing foil of the complained part out of the lot number 52332402 seems to be brittle and very wavy. The secondary sealing foil of the complained part out of the lot number 52344615 seems not so brittle but teared during the peeling off in a not intended way, likewise the foil of the primary blister. In the next step we made an investigation of the lot of the used peel foil. Furthermore here we found no abnormalities. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: without further knowledge about the circumstances we assume the storage conditions of the complained products as the root cause of the problem. Each lot contains (B)(4) units and these complaints are the only ones about these two lots. The production records showing no hints for a production or material failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a craniofix 2 titanium clamp 11mm (part # ff490t) was opened prior to use. According to the complainant, the package glue was noted as being too tight causing it to tear when opened. The reporter alleged that the product did not remain sterile. The complaint device was returned to the manufacturer for evaluation. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00460 (B)(4) + ff490t).